Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead, had a device migration which caused the dislodgement of this ra lead, noted to be due to patient anatomy. A revision procedure was subsequently performed to attempt to reposition the lead; however, the physician decided that explanting the lead would be more appropriate for the patient's condition. There were no allegations against the performance of the lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.